Manufacturer narrative:
A visual examination of the spyscope ds device found the working channel sleeve did not protrude when received. A functional inspection was performed. The working channel sleeve protruded when articulated. A portion of the distal end of the catheter was cut and the distal cap was removed from the catheter for examination. The working channel sleeve protruded from the pebax. The catheter was cut open and was peeled to expose the working channel sleeve. There was evidence of adhesion of the working channel sleeve on the catheter as seen by the clear and white areas on the proximal end of the pebax. The complaint was consistent with the reported event of working channel sleeve protruding. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for the working channel sleeve protrusion issue is manufacturing process design. There is an investigation in place to address this issue. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the working channel sleeve of the spyscope ds protruded. Reportedly, no part of the device detached. The procedure was completed with another spyscope digital access and delivery catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.